Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for a routine follow up. Upon device interrogation, the right atrial lead exhibited high thresholds. During a routine pulse generator change out procedure, the physician attempted to replace the atrial lead but venous access could not be gained. The device output was programmed to achieve atrial capture and the lead remained implanted. There were no adverse consequences for the patient.